Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An optician reported that a male patient experienced a central corneal ulcer, located at 12 o'clock right eye, associated with extended wear of night and day contact lenses. Patient referred to specialist for treatment. Visual acuity reported as 6/18 od and the optician stated that, the patient may require a corneal transplant. No information has been received from specialist despite multiple requests.